Event description:
The pt tested the blood glucose on the suspect device and it was 133 mg/dl. Pt ate a big dinner and within one hour pt passed out. The paramedics were called and they tested pt's blood glucose on their device and it was 54 mg/dl. Pt was admitted to the hosp and was given glucose solution. Pt was also advised to stop taking glyburide.